Event description:
Report received from abbott international affiliate, abbott united kingdom, of an overdose of morphine sulfate. It was reported that the pt was receiving pain management therapy of morphine sulfate 2mg/ml with a bolus dose of 1ml every 5 minutes with an unknown 4-hour limit. The report indicated that the pt received 20mg of morphine in the theatre. 20mg of morphine in the recovery room and 22mg of morphine were self administered by pca. According to the report, the pt was found at 22:40 "unresponsive, cyanosed, pulse present, not breathing." The pt was reportedly intubated and pin point pupils were noted. Naloxone 400mcg was reported to be given twice. The report indicated that the pt responsed well, extubated themselves and answered verbally. The pca was discontinued, and the pt was observed overnight at 30 minute intervals. According to the reports, the pt suffered a respiratory arrest which resulted in an occipital infarct and partial blindness. According to the report, the "consultant believes overdelivery was not due to faulty pump but self-administered." Though requested, there was no further info available.